Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and an unknown drug for spinal pain indications. It was reported that the patient was not able to get the personal therapy manager (ptm) to connect to the pump to get a bolus since today. The patient stated the ptm was turning on but not delivering the bolus at all today. The patient stated the ptm worked today. The patient stated they continued to get no pump found or no device found. The patient mentioned the device took forever to connect and got stuck at 80-90% for a long time. The patient stated they get 4 boluses a day. The patient stated that their healthcare provider (hcp) had difficulty connecting to the pump. The patient mentioned they have pain numbing medication and didn't have the medication name. The manufacturer's patient services specialist (pss) confirmed that the patient did not have a fall or trauma. Pss assisted patient with resetting the communicator and handset, after resetting the handset showed that the bolus request was successful and bolus was not delivered. Pss assisted the patient's son with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.